Event description:
A report was received that the patient experienced redness and a heat sensation around the incision site. An intravenous antibiotic was administered. An explant procedure was planned at which time the physician noticed the symptoms were a local allergic reaction caused by the skin adhesive used to close the surgical site. The physician cleaned and irrigated the lead and ipg sites instead of explanting. No infection was noted. The patient is reportedly well following the treatment.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial: (B)(4), description: infinion 1x16, perc lead kit-50cm.